Manufacturer narrative:
H10: philips received a complaint by the biomedical engineer (bme) on the v60 indicating that a 111b "35 v supply failed" error occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. Additionally, the device was swapped out for another ventilator, but there was no delay in therapy. The biomedical engineer (bme) called to report that a 111b "35 v supply failed" error occurred. A remote service engineer (rse) evaluated the issue with the bme and confirmed the reported error message in the event log. The rse approved the authorized service provider (asp) and recommended a replacement of the power management (pm) printed circuit board assembly (pcba) for repair. Per good faith effort (gfe) response, the bme confirmed that repair was performed on the device, and the reported issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Event description:
Philips received a complaint from the customer biomed, reporting a 35v supply failed message occurred on the v60 ventilator. The device was in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the diagnostic message in the device event log. The rse advised replacement of the power management (pm) printed circuit board assembly (pcba) as resolution.